Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva ID 1000 laser fiber was used in a lithopaxy procedure in the bladder performed on (B)(6) 2021. The laser unit used was a lumenis laser console. During the procedure, in the initial firing the laser fiber broke. The procedure was completed with another flexiva ID 1000 laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.